Event description:
On (B)(6) 2024 it was reported by a sales representative via sems-06697273 that an ar-7300ds dissector shaver blade heated up which caused discoloration to the shaver. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the customer-provided pictures noted an ar-7300ds dissector shaver blade heated up which caused discoloration to the shaver. Refer to attachments. The complaint allegation is confirmed based on the customer-provided pictures. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to insufficient fluid flow during use.